Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 95 mm abdominal aortic aneurysm. The suprarenal angle was 57 degrees, and the infrarenal neck angle was 75 degrees. The diameter of the proximal aortic neck was 27 mm, and the length was 15 mm. No calcification or mural thrombus was noted in the aortic neck. It was reported that routine 3 year follow-up imaging revealed a dorsal ulceration in the bare struts. This resulted in no clinical consequences, and no actions were taken. The investigator assessed this event to not be related to the device. No clinical sequelae were reported, and the patient is fine.

Event description:
Films were received and reviewed. Cta's 3 years post-implant revealed that the bifurcate was positioned approximately 5mm below the lowest renal. The ipsilateral limb and extension were placed into the right iliac, and the contralateral limb and extension into the left iliac. The aortic body is acutely angulated 105 degrees a-p relative to the limbs, however no kinks are seen. The proximal stent graft od is 32mm. The most anterior suprarenal stent apex is currently positioned inside the stent graft lumen; the attachment pin is approximately 8mm inside the stent graft. The other suprarenal stent apices are apposed to the vessel wall. The maximum diameter aaa is 8.5cm; no endoleak is seen. The limbs are patent. The reported dorsal ulceration (seen as an outpouching of the aorta) was observed within the posterior side of the proximal neck; near the level of one of the posterior suprarenal stents. The cause of the ulceration could not be determined; it is possible that the suprarenal stent may have contributed. The malpositioned anterior suprarenal stent may have been caused by the severely angulated proximal neck. Earlier post-implant images were not provided to evaluate the patient's anatomy and the in-vivo configuration of the stent graft immediately post-implant.

Manufacturer narrative:
(B)(4).